Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. The device was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The device has been received for analysis. The investigation is currently in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. The device was explanted and replaced on (B)(6) 2019. The device has been received, and the investigation is in progress.